Event description:
Patient contacted dexcom technical support, via the call back feature, on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. Dexcom technical support called the patient back to collect additional information and left a voice message.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.